Event description:
An operating room assistant was preparing a hysteroscopic carbon dioxide insufflator for use. Upon insertion of a co2 gas cartridge into the receptacle and piercing the cartridge, the entire receptacle component was ejected into the nurse's hand with a popping sound. Breakage of the plastic port housing took place. No injury occurred.